Event description:
It was reported that: while ventilating a patient, the ventilator display went blank, a burning smell was noted, and the ventilator stopped functioning. The pt was ventilated with an alternate device until being transferred to another ventilator. No pt injury reported.